Event description:
A critically ill pt had an estimated blood loss of 152 ml when the content of the extracorporeal circuit was not returned. The filter set had clotted and the user was attempting a manual blood return when the pod ruptured. Ref MFR #: 8010182-2014-00047.